Event description:
It was reported that they are getting system problem rm05 when recharging the ins. Patient services (ps) assisted patient with reset ting the controller, after resetting, the controller power on and recharging when plugged into the outlet with green light flashing. Controller show ins 30%, controller 100% charged. Patient service (ps) asked patient to inspect the recharger (rtm) for damage and patient said there is no visible damage on the recharger (rtm). Ps asked patient to start charging the ins and patient said the system problem rm05 came on the screen again. Ps reviewed resetting the controller. Ps asked patient to inspect the ports on the controller and rtm and patient said there is no visible damage on the controller port. The issue was not resolved. No symptoms were reported. Additional information was received. It was reported that they got a new controller but was still having the same issue of getting system problem rm05. When recharging the implantable neurostimulator (ins), the controller would freeze; when the patient (pt) was attempting to recharge their ins the controller went blank and unresponsive for the controller bit the dust and would not do anything. During the call, the pt removed the controller battery and plugged the controller into the ac power supply, pt verified the controller turned on. The pt put the battery back into the controller and verified the controller was charging. The pt got the message memory problem, patient services (pss) walked the pt through setting up the date and time. No symptoms were reported. Additional in formation was received from a patient (pt). It was reported that they received the new recharger (rtm) but didn't try using it yet because the controller screen is blank and does not power on. Patient stated she needs a battery pack because the controller screen is blank. Patient services (pss) assisted patient with resetting the controller and controller power on, showing data has been lost repeat the set up process, date and time. Patient stated she not correcting the date or time because its not important. Pss asked patient to connect the recharger to controller and controller message show, recharge the controller. Pss reviewed device function and recommend recharging the controller for couple hours and then charge up the implantable neurostimulator (ins). Additional information was received from the patient. Patient stated they are still having trouble and have to reset the controller all the time and since getting the new rtm and the controller they have to reset more. Patient stated the controller screen goes blank and dead. Patient services (ps) assisted patient with resetting the controller after resetting controller power on and recharging when plugged into the outlet. Controller showed the ins in the red and recharging excellent, controller 80% charged.

Manufacturer narrative:
Continuation of d10: product ID 97745, serial# (B)(6). Product type: programmer. Patient section d: information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6), UDI#: (B)(4). H3: analysis of the 97745 patient programmer (ptm) (serial number: (B)(6)) revealed complaint unverified. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.